Event description:
It was reported that the buttons on the customer's insulin pump were sticking and there was condensation inside the screen. It was also noted that the customer had to restart rewind to complete several times and the insulin pump was requiring frequent battery changes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.